Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the battery charger assembly was not charging the battery. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation was performed. The device would not charge. The indicator led would not illuminate. The fuse on the stand checked as good with an ohmmeter. The complaint was confirmed and the root cause is an electrical problem. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.